Manufacturer narrative:
At this time no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. This emdr represents the bard/davol bard flat mesh (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol perfix plug device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Per information provided by the patient's attorney, medical records & product ID page: (B)(6) 2007: the patient was diagnosed with uterine prolapse, cystocele, rectocele, stress incontinence, right inguinal hernia and underwent a three part procedure which included supracervical hysterectomy, sacral cervicopexy with implant of a bard./davol flat mesh (device #1), paravaginal repair, transobturator sling procedure with implant of a non bard/davol "obtrynx" sling and a right inguinal hernia repair with implant of a bard/davol perfix plug. (B)(6) 2015: the patient was diagnosed with levator spasm, cystocele and underwent a robotic excision of the non barddavol tot vaginal mesh sling and paravaginal sutures, revision of the sacrocolpopexy mesh (davol flat) (device #1) with implant of an unknown mesh, enterolysis, bilat salpingoectomies followed by cystoscopy.